Event description:
Patient had aortic regurgitation and peri-prosthetic mitral regurgitation and had a mitral prosthesis replacement with a 29 mm mosaic porcine valve and aortic valve replacement with a 25 mm mosaic porcine valve four years ago. No problems were noted postoperatively. Earlier this year, the patient had an echocardiogram done for sob. The doppler study showed moderate to severe mitral stenosis. There was mild to moderate aortic regurgitation. The echocardiogram was reviewed by a cardiothoracic surgeon and a cardiologist who felt the mitral valve looked small in the patient and there may be some impairment of leaflet motion. There was a systolic ejection murmur over the heart. It was felt that there was a fairly severe mitral valve stenosis and the patient symptoms may be related to this. Patient has been in intermittent a-fib on aspirin and coumadin. Recent cardiac cath showed a lesion in the mid lad with a smell distal lad. A mitral valve replacement procedure was planned along with a maze procedure for the a-fib. An echocardiogram was done 47 days later and showed some thickening of the aortic valve prosthesis leaflets and possible restriction without regurgitation. The aortic valve appeared to be functioning normally. The conclusion was that the mitral valve malfunction with stenosis and significant pulmonary hypertension increased significantly with minimal exercise. The next week, the patient underwent an aortic valve replacement with a 23 mm on-x carbon pyrolite bileaflet valve, mitral valve replacement with an on-x 27-29 mm pyrolite carbon bileaflet valve, CABG and maze procedure. The two prosthetic valves removed appeared to have excess leaflet tissue that perhaps caused the regurgitation. The pathology report on the removed mitral valve showed mild degenerative changes with a clinical paravalvular leak. All three leaflets were mobile but slightly stiff in both the aortic and mitral valves removed.